Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited no image on monitor with 190 series scopes due to faulty low voltage switching device printed circuit board (lvds pcb), image froze intermittently due to faulty printed circuit board (dp), and one spacer was found broken. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: a failure of the low voltage switching device (lvds) printed circuit board (pcb). A failure of the printed circuit board (dp) board. Olympus will continue to monitor the field performance of this device.